Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that the cutting (cut) and coagulation buttons have been reversed. No further information available at this time.